Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (48 mg/dl). Reportedly, the customer is sensitive to insulin. Customer addressed low bg with apple juice.